Event description:
It was reported that this implantable cardioverter defibrillator delivered anti-tachycardia pacing which accelerated the patient's rhythm into a ventricular tachycardia (vt). The device then delivered a shock which converted the arrhythmia. A technical services consultant discussed that programming options and the caller noted that they would discuss options with the physician. There was no indication that the patient was symptomatic prior to conversion of the arrhythmia. This device remains in service.